Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a member of bsc global medical safety. The media review concluded that the closure device did not meet pass (position, anchor, size and seal) criteria prior to release. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0034889611. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (back pain), arrhythmia (cardiac arrest), and death (resuscitation, imaging required, and additional device required). Risk review: a risk review was completed and confirmed that the events implant embolization, arrhythmia, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) hours post procedure the patient was experiencing back pain and sat up in their bed in recovery. The patient then went into cardiac arrest. A transesophageal echocardiogram (tee) imaging procedure showed that the closure device had embolized to the ascending aorta. The patient was receiving compressions and was brought to the catheterization lab in order for the closure device to be retrieved. While the physician was attempting to retrieve the closure device the patient went into cardiac arrest again. The patient did not recover from this and the patient died.

Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) hours post procedure the patient was experiencing back pain and sat up in their bed in recovery. The patient then went into cardiac arrest. A transesophageal echocardiogram (tee) imaging procedure showed that the closure device had embolized to the ascending aorta. The patient was receiving compressions and was brought to the catheterization lab in order for the closure device to be retrieved. While the physician was attempting to retrieve the closure device the patient went into cardiac arrest again. The patient did not recover from this and the patient died.

Event description:
It was reported that device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) hours post procedure, the patient was experiencing back pain and sat up in their bed in recovery. The patient then went into cardiac arrest. A transesophageal echocardiogram (tee) imaging procedure showed that the closure device had embolized to the ascending aorta. The patient was receiving compressions and was brought to the catheterization lab in order for the closure device to be retrieved. While the physician was attempting to retrieve the closure device the patient went into cardiac arrest again. The patient did not recover from this and the patient died.